Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. They were trying to change the set when the alarm occurred. The customer stated that the insulin pump was squirting out insulin during the manual prime process. The customer¿s blood glucose level was 52 mg/dl. They treated the low blood glucose with food. Troubleshooting was performed on the insulin pump. The customer stated they were stuck in the rewind complete and bolus delivery loop. It was noted the insulin pump had a displayable history failed alarm. It was found that the drive support cap was protruded. The customer did not recall pressing the cap while connected. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk and cracked end cap. Pump passed displacement test, self test and error test. Pump passed all operating currents tested within the spec range and passed off no power test. Unit had alarm in alarm history file. Alarms due to corrupted history files. Pump was monitored and tested with no weak battery alarm noted. Pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window, corroded battery tube and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.